Event description:
During implant when the catheter was cut at the back incision, cerebrospinal fluid was noted. The neurosurgeon obtained good cerebro spinal fluid flow from the needle and advanced the catheter easily; however, there was no cerebrospinal fluid from the catheter even with aspiration and the catheter dependent. The healthcare provider removed the need and the catheter, reinserted the needed and placed the catheter at a lower level. A new catheter was placed and the hcp had csf return. The catheter was then tunneled; however, the neurosurgeon had extreme difficulty placing the catheter into the collet. Another pump connector was used and the neurosurgeon still struggled with advancing the catheter into the collet. The catheter kept bending when it was advanced. The pump was used to deliver lioresal. No patient symptoms or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.